Manufacturer narrative:
Type of investigation not yet determined: aquiring more information on status of the unit. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) unit's screen went black and then the unit shutdown. The device was replaced with a cs100 iabp and therapy was continued. No patient harm, serious injury or adverse event was reported.

Event description:
N/a

Manufacturer narrative:
Testing of actual/suspected device (10): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and replaced the pcba, exec processor, pcba, backplane, and pcba, video generator. Repairs are ongoing, and a supplement report will be submitted should additional information be provided.

Manufacturer narrative:
A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse could find the #111 , #112 and #118 occurrence due to which the fse had replaced the pcba, video generator, pcba, exec processor , pcb, backplane, rohs.the defective components were received for further investigation. Refer to the root cause evaluation field for details.